Event description:
The pt contacted lifescan (lfs) alleging erratic readings on the ultra meter. The medical affairs specialist (mas) spoke to the pt in 11/2005 and obtained / verified the following information: in 11/2005, the pt reportedly blood glucose results of 176 mg/dl and 84 mg/dl with a lifescan meter, performed within 10 minutes of each other. The pt took insulin 70/30 after attempting to use the meter and then visited her physician. Her physician sent her to the lab and an hba1c test was done. She was told that the reading was "normal" and did not receive any medical treatment. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control soution that the pt had was greater than the discard date. Customer care agent (cca) sent the pt a replacement meter and testing supplies.